Event description:
It was reported that there was difficulty removing the guide extension catheter, and the shaft broke. The 100% stenosed target lesion was located in severely tortuous and severely calcified right superior femoral artery. A 6f guidezilla ii guide extension catheter was selected for use. Contralateral approach was performed to treat the lesion. During procedure, a non bsc introducer sheath was being used with guidezilla because the introducer sheath could not be inserted up to the tip due to tortuosity and calcification in iliac. The guidezilla was used with its distal part protruding from the tip of the insertion sheath over 50cm. During procedure, a jupiter guide wire and a non-bsc .035 guide wire was attempted to be inserted into the guidezilla, however, there was difficulty inserting the guide wires. The physician attempted to removed both guidewire, however severe resistance was felt and the guidezilla shaft became broken near the collar as a result of continuously pulling the device after slightly pulling it. The detached distal shaft of the device was removed by inserting a coyote es mr 2mm balloon, which used for pre dilatation, in the device and locking the device by inflating the balloon slightly, and pulling it proximally. The procedure was completed with another non bsc device. No complications were reported and patient is good post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar and polytetrafluoroethylene (ptfe) is separated. The tip is slightly flattened and there is a flat spot on the distal shaft 32.3cm from the tip. Microscopic inspection revealed no additional damages. There is blood present in the device. Photos were provided by the customer. Photo 1 shows the kinks along the hypotube, the flat spots on the distal shaft, and the separated collar. Photo 2 is a zoomed in picture of the distal section of the separated collar. Photo 3 is a zoomed in picture of the proximal section of the separated collar. Photo 4 is a zoomed in picture of the flat spots on the distal shaft. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there was difficulty removing the guide extension catheter, and the shaft broke. The 100% stenosed target lesion was located in severely tortuous and severely calcified right superior femoral artery. A 6f guidezilla ii guide extension catheter was selected for use. Contralateral approach was performed to treat the lesion. During procedure, a non bsc introducer sheath was being used with guidezilla because the introducer sheath could not be inserted up to the tip due to tortuosity and calcification in iliac. The guidezilla was used with its distal part protruding from the tip of the insertion sheath over 50cm. During procedure, a jupiter guide wire and a non-bsc .035 guide wire was attempted to be inserted into the guidezilla, however, there was difficulty inserting the guide wires. The physician attempted to removed both guidewire, however severe resistance was felt and the guidezilla shaft became broken near the collar as a result of continuously pulling the device after slightly pulling it. The detached distal shaft of the device was removed by inserting a coyote es mr 2mm balloon, which used for pre dilatation, in the device and locking the device by inflating the balloon slightly, and pulling it proximally. The procedure was completed with another non bsc device. No complications were reported and patient is good post-procedure.